Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) was completed. The reported problem (code 204) was confirmed. Upon investigation the orange (+5v) wire was open in the trunk cable. The cause for the code 204 was the open wire. The root cause for the open wire could not be positively identified but was likely excessive force placed on the cable. No adverse event resulted from the defective electrode belt. The pt was issued a replacement electrode belt.

Event description:
A (B)(6) male pt called zoll customer support to report that he was receiving a service code 204. The pt was issued a replacement electrode belt.